Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the intermittent atrial undersensing was observed on the right atrial (ra) lead during high rate episodes. It was also reported that the right ventricular (rv) lead had high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.